Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor was missing the filament when removed from the insertion site the customer¿s blood glucose was 160 mg/dl at the time of incident. The sensor is not expected to return for analysis.